Event description:
It was reported that the harmonic scalpel handpiece was received from cssd still hot from the sterilizing process. Handpiece was cooled by submerging in cool water. Wave shear was connected, and initially a handpiece overheating fault was displayed. The harmonic was put in standby mode, then retested. Shear appeared to work according to the test. When placed across uterosacral ligament, it worked for a period of approx 10 seconds, before emitting a solid tone, and ceasing to work. The shear was removed and retorqued, then retested, and the retest showed that it was functioning. When applied to tissue, it again worked for a period of approx 10 seconds before emitting the same tone and ceasing to function. After a number of retests, a new shear was opened and the case was completed. Procedure: vaginal hysterectomy. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator, and it was found that the hand control switch assembly buttons were not functional. However, solid tone could not be duplicated.